Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, an unformed clip fell out inside the patient when the clip was intended to be fed into the jaws for firing on the blood vessel. The incident occurred a few times. The fallen clips was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the incident occurred, the complaint device was fired properly when the device was fired outside the patient several times.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected two or the reminding 7 clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No incident related to the reported event was observed during the batch record review.